Manufacturer narrative:
The investigation determined that the event was caused by the overflowing cuvettes - incorrect adjustment of cuvette rinsing levels. This was related to analyzer installation. Product labeling states "list of software maintenance actions 31 rinse nozzle check c 503 use this maintenance check to check the mechanism of the wash nozzles, specifically after performing the maintenance of the photometric system." After service, no further issues were reported by the patient. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 69824501. The expiration date is 31-may-2024. The field service representative (fsr) found the cuvette rinsing adjustments were wrong causing overflowing in the cuvettes. They then adjusted the dispensing levels of the solutions inside the reaction cuvettes. The investigation is ongoing.

Event description:
The initial reporter received questionable a1cx3 (hba1c) results from an unspecified number of patient samples tested on the cobas pro c 503 analytical unit. The initial results were reported to the patients. The reporter stated they received a complaint from a patient because of the reported high result. They then rerun the patient sample on their other cobas pro. They then proceeded to rerun other patient samples resulted that day on their other cobas pro and more discrepant results were noted. The reporter was able to provide two examples of questionable results: patient sample 1: the initial result from the analyzer was 13.1 %. The repeat result from the other analyzer was 4.87 %. Patient sample 2: the initial result from the analyzer was 8.38 %. The repeat result from the other analyzer was 5.49 %.